Manufacturer narrative:
Na.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for tina-quant c-reactive protein IV (crp4) on a cobas 8000 c 702 module. The initial result was 0.00 mg/dl. The repeat result was 1.19 mg/dl. The questionable result was not reported outside of the laboratory. The crp4 reagent lot number was 653390. The expiration date was not provided.

Manufacturer narrative:
The crp4 reagent lot number expiration date was 31-jul-2023. It was clarified that the repeat result was from a different c702 module. "Abnormal aspiration" and "sample short" errors were observed on the customer's alarm trace data from the day of the event. Based on the errors from the alarm trace data, the investigation determined the event was consistent with a preanalytical handling error.